Event description:
Adverse event: interrupted surgical procedure. Malfunction: shutter error message, reboot required. A technician reports they received a shutter #1 defective message during refractive surgery. The system was restarted and the surgery continued. The message occurred after the flap was cut, but before surgery from the system was performed. The technician reports that the surgeon does not feel the patient involved has suffered any harm or injury from the reported event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site visit, the territory manager (tm) was unable to reproduce the problem, but was able to confirm the event from a review of the system log files for the date and time of this complaint. To address the issue, the tm replaced the shutter with upgraded shutter IV, in accordance with the service bulletin, verified that the system was working to specification, completed the status report, and successfully completed the system verification. Conclusion: based on the results of the investigation, the root cause was a faulty shutter assembly. (B) (4)